Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the issue noted right after the pouch was removed from the box during use? Was it verified that no one attempted to open the pouch? Was only 1 pouch in the box found with packaging damaged? Is the device available and be returned for evaluation? Only a photo was received for analysis. No actual device received. In the visual inspection by photo, it was identified that foil package was partially opened, which contains a thread, but it was not be possible to verify the needle if is in the package, because the photo showed that the sample it was not completely open. However it is not possible to perform any analysis on the photo because the image is not clear. It has not been possible to perform any dimensional analysis for defect reported, whereas the sample was not returned. It could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and the suture was used. During the procedure, it was found that product presented a defect; the packaging was opened. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
The actual sample was received for evaluation. During the visual inspection of the sample it was verified that the packaging was opened due to use. The sample was conforming for packaging integrity.